Event description:
The nurse(s) experienced slight irritation from the gown they were wearing. The co has performed a primary skin irritation study on this lot number of gowns. The co also performed residual studies which reflect the residual levels to be lower than the recommended guidelines. No recurrence noted.